Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform the premature detachment of the adc device. The customer was able to be contacted and reported developing symptoms of sweating, trembling, cramps, and seizure. The customer reported being able to consume banana and glucose provided by wife, and took additional medications for other health issues. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 096a48k41 has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform the premature detachment of the adc device. The customer was able to be contacted and reported developing symptoms of sweating, trembling, cramps, and seizure. The customer reported being able to consume banana and glucose provided by wife, and took additional medications for other health issues. There was no report of death or permanent injury associated with this event.